Event description:
Uac, umbilical artery catheter, noted to have "sprung a leak" at union of end of hub and catheter. Less than 1.0 cc ebl, estimated blood loss, at time of occurrence. Uac line immediately clamped to prevent blood loss. Attempted to repair catheter.unsuccessful. Doctor notified to remove and replace catheter.